Manufacturer narrative:
(B)(4). Missing segments/partial display not found during testing. Insulin pump passed the displacement test and the self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a black dot on her pump screen and she cannot see the full screen. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for partial display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.